Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that station was not booting. Fse isolated components down to internal pyxibus cable in auxiliary unit. The cable was replaced and tested. Dchu visual inspection one (1) assy cbl pyxibus 7 drawer, p/n 121085-01 received with thermal damage and exposed copper strands. Dchu laboratory testing no further test was required due to thermal damage and exposed copper strands observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the complaint that station not booting was attributed to the damaged assy cbl pyxibus 7 drawer (p/n 121085-01) which had signs of exposed copper strands which lead to the observed thermal damage which compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not booting. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 7 drawer. There were no delay, no adverse events or injuries reported based on this event.